Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. After review, the cause of the event was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a high drain 104 alarm. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. This alarm occurred at the end of peritoneal dialysis (pd) therapy on the homechoice (hc) machine. The therapy mode was tidal. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.